Event description:
Physician was attempting to implant one endeavor resolute drug-eluting stent to a calcified bifurcation lesion in the rca with 95% stenosis and tortuous vessel but the stent could not pass after multiple attempts. The physician then dilatated the vessel again with balloon and attempted to implanted another endeavor resolute drug-eluting stent device. The patient¿s heartbeat stopped and the patient expired. Cause of death was acute myocardial infarction (ami). The investigator reported that the cause of death was not related to the device. The second device that failed to cross the lesion was returned to the manufacturing facility and the stent was not present on the returned delivery catheter. Evaluation summary: the balloon of the device had been inflated but was now deflated. There was no stent present on the balloon of the device. Stent bake/crimp impressions were evident on the body of the previously inflated balloon. The distal tip was damaged i.e. Stubbed. A cut proximal portion of a guide catheter was returned with the device. No evidence of the stent was located within the accessory device. The inner lumen patency was acceptable. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (death, myocardial infarction, stent embolism). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 95% stenosis and vessel tortuous. Related to operational context ¿stent dislodgement may be due to positioning issues/withdrawal of device through guidewire. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 95% stenosis and vessel tortuous. Inherent risk of procedure ¿ (death, myocardial infarction, stent embolism). Related to operational context ¿ stent dislodgement may be due to positioning issues/withdrawal of device through guidewire. (B)(4).